Event description:
It was reported during the permanent implant several unsuccessful attempts were made to place the lead at t8-t9; instead the lead was placed retrograde t10-t11. Although stimulation was not turned on, neuromonitoring and intra-operative testing showed activity. The physician opted to abandon the procedure and ordered an MRI.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.